Manufacturer narrative:
Customer hmi (hygiene microbiological investigation) results reported the device tested positive with aerobic bacteria. The subject device was decontaminated, disinfected and sterilized. The operations were carried out. The subject device was returned to france rrc (regional repair center) olympus site for physical evaluation. Additionally prior to the event reported the customer last microbial sampling with no microbes found was on (B)(6) 2021. Below are information on customers cds checklist : aniosyme 3x , anioxy twin are the detergent used for cleaning peracetic acid, glutaraldéhyde are the disinfectant used for disinfection. Treatment type- semi-automatic treatment with peristatic pump. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h3, h4, h6 and h10. Device return evaluation the following findings below : ks-mouthpiece and k-mount unit are both deformed. Biopsy channel is deformed and has shavings . Marble effect is visible on the ig bundle. Phenomenon: positive culture test and ks-mouthpiece and k-mount unit defects. Conclusion : not able to identify the root cause. Discussion: -positive culture test: based on the following facts obtained in this complaint, it is not possible to determine the relationship between the device and a positive culture event. ·as a result of the inspection of the device, it has been confirmed that there is a repair site in the equipment. ·since the location where the bacteria were detected is unknown, the relationship with the repair site is unknown. ·sampling was performed from all channels after the reprocess performed by olympus as per instructions for use. The culture test results of the sample were negative. -ks-mouthpiece and k-mount unit are both deformed : based on the following facts obtained in this complaint, it is not possible to determine the relationship between the device and a positive culture event. ·inspection results of the device were confirmed, and the status of the phenomenon was confirmed. ·as a result of review of DHR (device history record) , it was confirmed that the subject device was shipped in accordance with specifications. ·these findings suggest that this phenomenon may have occurred later but did not lead to the identification of the underlying cause. Review of IFU (instruction for use) the content of the instructions for use for cyf-5a, the re-process method is described below. It is considered that the indicated events can be prevented by complying with this. ¦chapter 6 recommended reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection and sterilization procedures for endoscopic instruments all of the culture tests performed in ofrs (olympus france) french subsidiary were below the action-level, which is in accordance with the french regulations. The sampling site is all channels. The cds checklist from facility institution was checked, however, it was not possible to ascertain from the content of the attached cds checklist whether the reprocess at the facility institution was carried out in an appropriate manner. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on hmi (hygiene microbiological investigation) ofr endoscope microbiological test results . Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results as follows: microbes less than 1 ufc on device channel. The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform with french recommendation. Investigation is ongoing. This report will be supplemented accordingly following investigation.